Manufacturer narrative:
The adminstration set in question was returned to walkmed infusion for evaluation. The sample was submerged under water, air pressure at 5 psi was applied, and a leak was confirmed at the sample's pressure cell. There were no observed deviations while reviewing the manufacturing records for this device's lot. Walkmed infusion was unable to confirm the defect was a result of the manufacturing process and no root cause was identified for the leak. However, a 100% inspection of the pressure cell's diaphragm was implemented in the manufacturing process of this product. The information contained herein is being provided to the FDA or other authorities to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of walkmed infusion that the product which is the subject of this report in any way malfunctioned, was defective, or was causally related to any death or injury.

Event description:
While priming an administration set, a leak was observed at the device's pressure cell. There were no injuries sustained.